Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no. Ruling out generator battery life as a likely cause of the high lead impedance test result. Previous treating physician indicated that there were no problems with the pt's device at office visit approx 10 months earlier, indicating proper device function at that time. Review of x-rays by treating physician reportedly revealed a gross break in the lead coil wire, distal to the electrodes. Revision surgery is planned, pending a decision by the pt's family. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
X-rays were reviewed by treating physician. Review of x-rays reportedly revealed a gross discontinuity in the lead coil wire. The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. Results: it was reported that the pt falls frequently with seizures and that the pt's father picks her up by the arms a lot, both of which could cause or contribute to a discontinuity in the vns therapy system and the subsequent high lead impedance test result.